Manufacturer narrative:
The device was disposed in the hospital.

Event description:
The patient underwent successful mechanical thrombectomy procedure using the subject retrieval device to remove a clot from the m1 right middle cerebral artery (mca). The complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. 13 days post procedure, the patient had a stroke at the treated right mca area. The right mca was found to be occluded with a thrombus again. The second thrombectomy procedure was performed and the thrombus was removed. The patient's outcome was reported as "relieved".

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The patient underwent successful mechanical thrombectomy procedure using the subject retrieval device to remove a clot from the m1 right middle cerebral artery (mca). The complete revascularization of the right mca was achieved with with a thrombolysis in cerebral infarction (tici) score of 3. 13 days post procedure, the patient had a stroke at the treated right mca area. The right mca was found to be occluded with a thrombus again. The second thrombectomy procedure was performed and the thrombus was removed. The patient's outcome was reported as "relieved".